Event description:
A sales rep called to report that the dr uses dermabond often. In 2008, a pt had a laparoscopic hysterectomy. The pt had dermabond applied to the trocar sites. When the pt returned for a f/u visit, she already had a rash. The rash started at the incision site, and spread to both arms and legs. The pt has been prescribed cipro and zyrtec. The pt is still under dr's care. It is unk if the pt has any allergies.

Manufacturer narrative:
Some info for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description dose not suggest that the functional performance of the device was out of specification, but does indicate a possible sensitivity reaction to cyanoacrylates, or it's derivatives. The package insert provides contraindications and adverse reactions: do not use on pts with a known hypersensitivity to cyanoacrylates or formaldehyde. Reactions may occur in pts who are hypersensitive to cyanoacrylates or formaldehyde.